Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed their cartridge and infusion set and another occlusion alarm occurred. The customer's blood glucose (bg) level was 269mg/dl and a manual injection was going to be administered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. The customer delivered a 10 unit bolus during the call while disconnected to the site. Tandem technical support attempted to contact the customer multiple times to obtain information whether the occlusion alarms were resolved or not; however, no response was received.